Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Attempts to obtain additional information were unsuccessful. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 25mm porcine aortic valve that requires valve in valve implant due to stenosis after an implant duration of 18 years, five (5) months. The patient was scheduled for implant of a transcatheter valve within the existing valve. She subsequently developed a left atrial appendage block and will need to be treated for it before tavr can proceed. Date for re-op is unknown. No additional information was provided.